Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the footrest pedal. The system was tested and verified as ready for use. The footrest pedal has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system and underwent 10 power cycles without any errors being triggered. The footrest was operated in normal mode with instruments, where both of the blue energy pedals were not working even when pressed multiple times. All other pedals were working and responsive. As a result of these findings, the fa concluded that both blue energy foot pedals were the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not delivering. The customer replaced the bipolar energy instrument and energy cable, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) assisted the customer and found that the cause of the issue was a faulty foot pedal on the surgeon side console (ssc) 1. The customer moved to the ssc 2 and had no further issues. The procedure was completed with no reported injury.